Event description:
Follow up information received from the physician clarified that the reason for the event was normal battery depletion. It was also confirmed that the patient may need the ins to be replaced. The ins was turned off. If additional is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3886, lot#: l91695, implanted: (B)(6) 2001, product type: lead. Product ID: 3095-10, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3095-10, serial#: (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3093-28, lot#: j0519319v, implanted: (B)(6) 2005, product type: lead. Product ID: 3031, serial#: (B)(4), implanted: (B)(6) 2001, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient needed a new implantable neurostimulator (ins) and had an appointment schedule for (B)(6) 2012; it was probably that the patient would get a new ins in (B)(6) 2012. It was noted that the patient's ins was "cutting off" and needed to be replaced. Additional information has been requested, but was not available as of the date of this report.